Manufacturer narrative:
Unit power up properly after battery installation. No missing segments or display anomalies were noted. Pump error 63 confirmed in pump history with variable due to cold solder joint at the keypad assembly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with stained serial number label.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer¿s blood glucose level was 8.5 mmol/l at the time of the incident. Customer performed the self-test and the insulin pump alarmed hardware low level failure. The customer performed the self-test for a second time and the pump alarmed hardware low level failure again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.